Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. The patient underwent an explant procedure where the ipg was removed. There were no reported complications postoperatively. No further information could be obtained despite good faith efforts.